Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01645. It was reported that the patient's scs leads had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. In an update, it was reported, the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.